Manufacturer narrative:
The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found.the reported issue could not be confirmed.a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified date and time 3 months prior to contacting lfs. The patient reported obtaining blood glucose readings of ¿300 and 78 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and that she took less food and/or drink during the middle of (B)(6) 2015 in response to the alleged inaccuracy issue.the patient denied developing any symptoms as a result of the alleged issue however claimed that emergency medical services (ems) was contacted for assistance at 4:00am on an unspecified date during the middle of (B)(6) 2015 and was treated with a glucagon injection on their arrival. The patient denied that her blood glucose was tested with any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for severe hypoglycemia after obtaining the alleged inaccurate results with the subject meter.